Event description:
The customer contact reported difficult to connect; subsequently, blood loss was noted. The male adapter plug was to be connected to the female adapter of an unspecified IV catheter. It was reported that the male adapter plug was difficult to connect to the female adapter of the IV catheter and an unspecified volume of blood leaked from the IV catheter. The male adapter plug was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 110535h, 950625h, 100925h, and 090615h. During the investigation, no possible causes for the customer reported difficult to connect was noted were able to be identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.